Event description:
Medical affairs spoke to the pt's family member and the pt in 01/2003 and obtained/verified the following info: the pt stated that for the past three weeks they were obtaining low readings on their meter. Pt obtained results such as: 56, 74, 82, and 92 mg/dl. Because of the low results pt stopped taking their oral medications. Soon after discontinuing their medications pt began to experience symptoms of thirst, frequent urination, dizzy, and tired. The pt does not remember the exact date of when the symptoms started. Pt told their family member that pt was not feeling well and their family member told pt to make an appointment with their dr. The pt brought their meter to the dr and tested their blood sugar; the result was 82 mg/dl. The pt then tested their blood sugar on the dr's meter and the result was 335 mg/dl. The pt did not receive any treatment, pt was told to start taking their oral medication again. The pt's family member stated that the pt did not have an owners manual and had not been performing a control solution test, nor was pt checking the code number or the expiration dates. The pt did state that at the time pt was obtaining low results, the code numbers matched and the test strips were not expired. For the pt's comfort the meter and the test strips have been replaced and an owners manual was also sent. No further info has been reported.